Event description:
Covidien rec'd info stating that during patient use, a "motor slow" alarm occurred. Although the ventilator continued to ventilate, the patient was manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The customer reportedly replaced the pump to resolve this issue.